Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. All available information was investigated and a conclusive cause for slda could not be determined in this complaint. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: literature titled, incidence, timing, causes and predictors of early and late re-hospitalization in patients who underwent percutaneous mitral valve repair with the mitraclip system.

Event description:
This is being filed to report the partial clip detachment. It was reported through a research article identifying mitraclip that may be related to partial clip detachment. Specific patient information is documented as unknown. Details are listed in the attached article: incidence, timing, causes and predictors of early and late re-hospitalization in patients who underwent percutaneous mitral valve repair with the mitraclip system. No additional information was provided.